Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, a company representative reported the patient was having issues with air bubbles. He stated a trainer was scheduled to visit with the patient. On follow up with the patient at about 11 days later, she said she had a high a1c and was not able to decrease it. She said she had air bubbles in the luer lock which she could not get out even with the help of the trainer. She said the luer lock loosened during use which caused air bubbles. She stated he doctor switched her to a different insulin infusion device (competitor product) and she has had no further issues with air bubbles in her luer lock. Her readings are now decreasing. No product will be returned for evaluation.